Manufacturer narrative:
We have reviewed our design history record and confirmed that this batch met manufacturing requirements prior to shipment. The evaluation of two returned devices from the same lot did not revel any deficiencies that could have caused or contributed to the reported event. The cause of the reported event can therefore not be conclusively determined. The IFU states under the section precautions "use of femostop femoral compression system is not intended to replace careful monitoring of the pt's puncture site. The pt should not be left completely unattended during the time of compression."

Event description:
It was reported by the hospital staff that the femostop gold lost pressure gradually after inflation, resulting in bleeding and a hematoma. This had been experienced on more than one occasion; however, no specific dates or details of the events were available. Two units available from the same lot were returned for evaluation. Product retraining was provided to hospital staff on the use of femostop gold.